Event description:
It was reported that during a da vinci si hysterectomy procedure, it was observed that the tip of the pk dissecting forceps instrument was bent. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. The customer reported malfunction does not itself constitute a FDA reportable event, however, engineering discovered evidence that an arcing event occurred during internal evaluation of the instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one of the grips was bent and is approximately 0.25 offset at the tip. While the evidence is inconclusive, engineering concluded that damage to the grip was most likely due to misuse/mishandling. Engineering also observed that the yaw pulley on the instrument exhibits slight charring on the outer surface near the distal clevis, indicating that an arcing event occurred. No other damage was found. On (B)(6), 2010, the initial reporter reported that there was no report by the surgical staff indicating that an arcing event during the surgical procedure occurred.